Manufacturer narrative:
The insulin pump had no back light due to defective el panel. The insulin pump powered up properly after battery installation and there was no blank display. The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit and failed battery test alarms during testing. The insulin pump passed the self-test, unexpected error test, rewind test, basic occlusion test, occlusion test, priming test, excessive no delivery test and displacement test. The insulin pump had minor scratches on the lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked end cap.

Event description:
Customer reported via phone call cosmetic damage and back light anomaly on the insulin pump. Customer's blood glucose level was 111 mg/dl. Troubleshooting for backlight anomaly was performed. Customer advised the light did not work for 1 year. Customer advised the light did not work even though they replaced the device with a new battery. Troubleshooting for cosmetic damage was performed. Customer advised the damage occurred during the process of changing out the infusion set when the device fell from the kitchen table onto the carpet floor.